Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was in a nursing facility for rehabilitation, he began to experience fainting, dizziness, and slurred speech. At the time, the patient¿s cgm was not checked. The patient was also wearing a tandem insulin pump. A nurse from the facility called emergency medical services (ems). Once ems arrived, the patient¿s blood pressure and an ehg was taken ¿ and both had ¿normal¿ results. The patient¿s bg meter reading was taken twice and both times were 50 mg/dl while the cgm was reading 155 mg/dl. The patient was treated with IV dextrose, liquid glucose, and orange juice. After this, the patient began to feel better. A report bg meter reading was taken after treatment and was 156 mg/dl while the cgm was reading 175 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.